Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the intensive care unit, the intra-aortic balloon (iab) was prepped. The md inserted the super arrow-flex (saf) sheath and the md inserted the iab into the saf sheath and the iab became stuck. As a result, the iab was not used. The md made a request for another iab for the procedure. Additional information received on (B)(6) 2010 from germany stated that the only information available is "that there was no excessive bleeding." Reference MDR #1219856-2010-00203 for the second event involving the same pt.